Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the lot number was not provided. The implant remains in the patient, and there is no revision surgery scheduled at this time. From the images provided, there is apparent height loss from the immediate post-op to the six week post-op. It is not possible to determine the exact cause of the reported issue. If a revision surgery is performed, globus will evaluate the implant if returned and file a supplemental report.

Event description:
Globus received information that upon a six week follow up, radiograph evidence showed a loss of height in the xpand spacer. Initial surgery took place on (B)(6) 2915. There is no revision surgery planned at this time.